Event description:
A caregiver reported that the adc device detached prematurely and was therefore unable to obtain readings. The customer was treated with insulin (dose/type unknown) by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device detached prematurely and was therefore unable to obtain readings. The customer was treated with insulin (dose/type unknown) by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Sensor 3mh00du85zd has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.